Event description:
The customer claimed that reading was inaccurate,the pressure was much higher than actual. The specific details,such as users' physical condition, the serial number of this sample,these are not clear.